Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with a highest fingerstick blood glucose of 530 mg/dl despite multiple supply changes and verified insulin drops from tubing; the user suspected possible infusion site scar tissue and transitioned from a teflon infusion set to a physician-provided steel set with guidance, including a new site placement. Symptoms included dry mouth and fatigue. Outcomes included troubleshooting education, full supply change, site rotation, and a planned follow-up call to reassess glucose. Investigation included customer care troubleshooting and user-performed checks of infusion supplies and cannula condition. Investigation of this case revealed no device alarms or visible infusion set damage, and the cause remained unclear given confirmed line priming and a straight cannula on removal, with potential contribution from tissue issues at prior sites. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.